Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The suspect device was sent to olympus for evaluation. Inspection and testing did not confirm the report of a blurry image. A review of the device history record found no deviations that could have caused or contributed to a blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual, inspection of the endoscopic system. Operation manual important information ¿ please read before use warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing did not confirm the report of noise in the image. In addition, the suction volume did not meet the standard value due to damage on the suction channel, angulation in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover was scratched, the connecting tube was buckled due to being caught and pinched, the light guide lens was discolored due to deterioration caused by chemical stress, switch two did not work due to a defective printed circuit board, the cover of the light guide bundle was damaged, the illumination was uneven due to breakage of the light guide bundle, the device leaked due to damage on the channel, the scope connector and the circuit board in the scope connector were corroded due to water leakage, and the insulation resistance value at the distal end did not meet the standard value due to a chip on the distal end cover. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported there was noise in the image from the subject device and the image was blurry. There was no harm or user injury reported due to the event. This report is being submitted for the allegation of a blurry image.